Event description:
Subsequently, this pacemaker system was replaced without incident approximately one month later. No adverse effects were reported. Additionally, no further information was known as to the damage extent of the leads or whether they will be returned. A local sales representative was not present for the procedure.

Event description:
Boston scientific crm received information that during a routine visit, noisy intracardiac signals were detected on stored electrograms (egms). Approximately 8000 episodes were logged for both the atrial and ventricular channels. The egms were sent to boston scientific technical services (ts) for evaluation. A ts representative reviewed the data and confirmed noise on both channels; however, the signals were not characteristic of myopotential or electromagnetic interference. As the noise was reproducible with patient arm movement and present on both channels, ts suspected lead fracture secondary to clavicular crush. Further diagnostic testing measurements were suggested to confirm the issue; however review of the daily measurements did not reveal any measurement anomalies. As the pacemaker is near elective replacement indication (eri), a replacement procedure was scheduled for the next month.

Manufacturer narrative:
At this time, these products remain implanted; however, during the revision procedure, they will be reevaluated. If they are explanted and returned for analysis, or additional information becomes available, a final report will be submitted.

Manufacturer narrative:
Attempts to retrieve additional information were made. If the leads are returned, or additional information becomes available this report will be updated.